Manufacturer narrative:
Consumer reportedly was standing with their knee rollator and fell over. Consumer had his hand on the hand brake when he fell over, and this in turn broke the brake handle. Dealer was unsure if consumer required stitches. MDR filed based on potential unconfirmed injury to user. Malfunction has not been established. History has also shown that events of this type are the result of improper loading or improper use of the device and not a malfunction.

Event description:
The consumer told the dealer that he was just standing there holding the knee rollator when it allegedly fell over. The consumer had his hand on the brake, and it allegedly snapped when he fell over. Specific alleged injury is not known.